Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: v nmf4343c183tu, serial (B)(6) , ubd: 26-sep-2020, UDI (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Valiant navion stent grafts were implanted during the endovascular treatment of a thoracic aortic aneurysm. It was reported CT imaging taken approximately 4 years post the index procedure showed postsurgical changes of tevar and aortoiliac stent graft placement. The maximum thoracic aortic diameter is 59mm (unchanged from prior imaging), with no endoleaks observed. The maximum juxtarenal aortic aneurysm diameter measured approximately measuring 53 mm, unchanged from previous assessments. Bilateral renal and hepatic artery stents were placed at intervals and remained patent. There was interval embolization of the splenic artery. Chest imaging revealed an unchanged left perifissural ground-glass nodule measuring 9mm and a moderate hiatal hernia, similar to previous findings. Abdomen/pelvis imaging showed no acute findings in the abdomen, and there was no evidence of splenic infarcts following splenic artery embolization. A reintervention procedure was performed as per the physician the cause of the cause of the adverse events is undetermined.  No additional clinical sequalae were provided and the patient will be monitored.